Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during insertion of a PICC line in the arm for antibiotic therapy tip came off and stayed in the patient subcutaneously. Initially it was indicated the, ¿consultant tried to retrieve but failed. Incident form done and patient informed.¿ according to the complaint form the fragment was retrieved using a piece of wire with forceps. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation . A review of the device history record, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. The site reported that as insertion was taking place, "a part of the floppy tip came off and stayed in the patient subcutaneously". The physician also reported that the individual performing the procedure required additional training. As this type of failure has generally been associated with the wire guide being damaged by withdrawal and/or manipulation through the needle or other instrument, the most likely root cause of the reported event was probably user technique. However, a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is required. Monitoring for similar complaints will continue.

Event description:
It was reported that during insertion of a peripherally inserted central catheter (PICC) line in the arm for antibiotic therapy, the tip came off and stayed in the patient's subcutaneous tissue. Initial reports indicated that the medical team attempted retrieval of the tip without success. Additional information received indicated that the fragment was subsequently retrieved using a piece of wire and forceps.